Manufacturer narrative:
Calibration and controls were acceptable. A review of the alarm trace showed a reagent probe movement error. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 502 module is (B)(6). The field service engineer determined that labels on the reagent cassettes were bubbled, causing the cassette to be mis-aligned with the piercer. The cassettes are then not pierced correctly. This then causes a restriction in the reagent probe. The reagent probes were replaced. The reagent cassette pull-in, piercer, and reagent probes were adjusted. A cassette loading check was performed. Controls were run and there were no issues. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tina-quant c-reactive protein IV on a cobas 8000 c 502 module. The customer decided to repeat the patient samples since an unspecified number of patient sample all had data flags and controls were recovering outside of range. The first sample initially resulted in a crp value of 3.55 mg/dl. It was repeated on a second analyzer, resulting in a value of 23.24 mg/dl. The second sample initially resulted in a crp value of 3.93 mg/dl. It was repeated on a third analyzer, resulting in a value of 12.06 mg/dl. The repeat values were deemed correct.